Event description:
Noise was observed on the ventricular channel. A low high voltage lead impedance was also noted. X-ray revealed that the lead had dislodged from the rv and became stuck in the inferior vena cava. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.